Event description:
(B)(6) is a spontaneous report received on (B)(6) 2015 from a physician which refers to a female aged (B)(6) years. The patient is ex-smoker, no other information regarding the patient's medical history or concomitant treatment was reported. The patient had previously received treatment with restylane, the last time prior to this event on (B)(6) 2011. In (B)(6) 2012, the patient received treatment with restylane lidocaine (lot # unk) 0.5 ml into each nasolabial fold with a needle, each side with 1 single needle-entry point technique. There was no pain or blanching or any other symptom at the time of the procedure. The patient contacted the reporter by text the next morning to say she had bruising and swelling in the treated area. The reporter saw her that day and she had some bruising in the alar area and along the side of her nose, and she said her nose felt tingly. The reporter put the patient on steroids, antibiotics, mefenamic acid and regular ice packs, and then added zovirax on (B)(6) 2012 when she developed small blisters in the treated area. The patient then developed a scab above the alar angle on the side of her nose by (B)(6) 2012, and over the next few weeks the scab contracted and reduced and cleared. The patient was left with a 1.5cm circular scar. The reporter then added kelocote gel to try and keep the scar flat, and when the scar was fully healed the reporter did some gentle micro-needling with a dermapen on (B)(6) 2012 to try and improve the scar appearance. The reporter has done 6 gentle micro-needling treatments with a dermapen since (B)(6) 2012 and the scar has continued to improve. There is still a small residual scar. The reporter continued to see her for toxin treatment. At the time of the report, the vascular comprise, bruising, swelling, nose felt tingly, small blisters and scab above the alar angle of the nose was recovered/resolved with sequelae. The reporter has assessed the vascular compromise (implant site ischaemia); bruising (implant site bruising); swelling (implant site swelling); nose felt tingly (paraesthesia); small blisters (implant site vesicles); and scab above the alar angle of the nose (scab) as possible related to treatment with restylane lidocaine. The reporter considered it to be technique-related. The company has assessed the vascular compromise (implant site ischaemia); bruising (implant site bruising); swelling (implant site swelling); nose felt tingly (paraesthesia); small blisters (implant site vesicles); and scab above the alar angle of the nose (scab) as possible related to treatment with restylane lidocaine.

Manufacturer narrative:
(B)(4). (Importer) is submitting the report on behalf of q-med (B)(4) (manufacturer). Exemption #: (B)(4). Vascular compromise leading to necrosis, and a small residual scar is still present 2 years later. This event is related to the procedure and a casual relation between the event and product is possible. The reported events are addressed in the label.